Event description:
It was reported that a smiths medical ventilator dependent patient is currently using a bivona aire, size 8. Staff reported that the cuff was requiring hourly re-inflation and so have changed the tube to a new one. The tube was inserted on (B)(6) 2020, removed (B)(6) 2020. Insitu 62 days in total. In the community, in general we find trache tubes are changed every three months so we were moving this patient towards three monthly changes to reflect what will happen at home. Medical intervention was required, the tracheotomy tube required changing to a new one.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult aire-cuff. Summary in h 10

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical 8.0mm tracheostomy/silicone - bivona tubes adult aire-cuf was returned for cuff leaking. The product was leak tested with 20cc of air, per wi-10-012. The cuff inflated and there were no signs of air leaking form the air cuff, airway line, or valve. The device was submerged in water and the cuff and device components were manipulated with no signs of leaking present. Pictures of the returned device and the leak test performed on the returned sample are attached to this investigation. Lot number not provided, unable to complete DHR review. Product is received, no problem confirmed: the reported problem could not be confirmed. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.